Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated they jumped into a pool while still attached to the device. Customer completed self test and device passed. Advised customer to monitor device. Customer's blood glucose level was 209 mg/dl at time of reporting. Nothing further reported.